Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed displacement test, sleep current measurement and active current measurement. No unexpected battery power loss anomalies noted during testing or in the pump trace download. Unit received with same audio tone when switching from volume 5 to volume 1 and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery problems. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.